Manufacturer narrative:
(B)(4).

Event description:
It was reported that during defibrillation threshold testing the device was unable to convert the arrhythmia despite several attempt and external defibrillation had to be performed. Programming changes were made and a new attempt was made without success. Further programming changes were recommended. Patient monitoring will continue.